Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm noted. Battery was inserted several time to pump and all operating currents were within the specifications no unexpected low battery, off no power or battery out of limit alarm noted. The device was received with scratched lcd window, broken reservoir tube lip and cracked reservoir tube near reservoir window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was performed. The device was returned for analysis.